Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation. In the letter the orthodontist stated that patient has short roots and needs dental work completed for cavity. Recommended patient for braces for further ortho treatment. Referred patient back to dentist for dental work. This is contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.